Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that after an atrial fibrillation ablation procedure, the patient's blood pressure went down and the physicians discovered a perforation. During the action to help the patient and recover the blood pressure, the physicians realized that it was a right atrial perforation. The status of the ablation catheter is unknown. The patient did recover, no further patient complications were reported as a result of this event.